Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy dates are estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-30742, 1627487-2020-30743, 1627487-2020-30745, 1627487-2020-30747, 1627487-2020-30748, 1627487-2020-30749. It was reported that the patient developed an infection on the system. As a result, surgery occurred to explant the system, and the patient is taking oral antibiotics.

Event description:
Additional information was received that the infection resolved.